Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3093-28, lot# v005081, implanted: (B)(6) 2006, product type: lead. (B)(4)

Event description:
The patient's wife reported that they never made an appointment because the device never really worked, so they did not think changing the battery would make a difference. The patient's wife stated that she wished it worked, but it did not and would talk to the healthcare professional if they needed further support with the device. The issue occurred during use and the indication for use was urinary dysfunction/sacral nerve stimulation. Further follow- up is being conducted to obtain more information about the event. If additional information is received, a follow- up report will be sent.